Event description:
On 03/10/2022, it was reported by a sales representative via email that an ar-2324kpslc peek knotless swivelock seems to be fraying and cutting an ar-7535 fiberlink suture tape suture when the suture comes in contact with the metal driver during tensioning. This was discovered during a revision subpec tenodesis procedure on (B)(6) 2022. This issue has caused the bicep to retract and causing patient pain. The original procedure was a biceps loop n tak. Surgeon was able to correct issue with a 2.6 knotless fibertak subpc onlay.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint is unable to be confirmed through the customer provided photos and without receipt of the device for physical evaluation and testing. No change in harm was identified.